Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during a normal changeout procedure due to variable and out of range impedance measurements. Another rv lead was implanted. No additional adverse patient effects were reported.